Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (approximately 40 mg/dl). Contact stated low bg's are due to their health care professional adjusting their settings to receive more insulin per hour, and not due to the pump or supplies. Customer drank soda and milk to stabilize bg levels. Reportedly, the customer is working with their health care professional to adjust pump settings.